Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the reported torn and unresponsive bolus button was not confirmed or duplicated during investigation. Unrelated to the complaint, the keypad cover was found to be peeling and lifting from the top of the contrast button extending to top of up arrow keypad button. The button key contact was found to be exposed. The keypad buttons were found to be responsive to button presses. The keypad cover was removed and contamination was found under the button key contacts. Also unrelated to the complaint, multiple cracks were observed on the battery compartment on the opening of the battery chamber and also below the finger pad extending down to the primary seal; no evidence of moisture damage was found in the battery compartment. No power issues were found with the pump. Also unrelated to the complaint, the display screen was found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the audio bolus button was torn and unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.